Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support advised confirming the pump was unplugged, using the tip of the finger to press the button firmly, and supporting the pump opposite the button. The customer confirmed the button functioned as intended after following these instructions.